Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right atrial (ra) lead exhibited noise. No programming changes were made. Patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.